Event description:
The customer reported that an hour into a thyroidectomy, a portion of the device insulation peeled off and fell into the patient cavity. The material was retrieved and there was no patient injury. Another device was opened and the customer experienced the same issue. The other device can be found on MFR report # 1717344-2010-00117.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.